Event description:
Physician was dilating right subclavian vein with 6-4 balloon. He then went to re-dilate with 8-4 balloon and it inflated and burst. The balloon came apart. The broken off pieced were retrieved with a snare and the procedure was completed. No injury to pt.